Event description:
During routine cataract extraction procedure, surgeon complained of difficulty w/ aspiration and of a mist like smoke emitting from tip of phacoemulsifier. Surgeon questioned another or not equipment functioning properly. Handpeice and tubing were changed, but no improvement seen. Surgeon examined patient and indicated fragment of cateract had fallen into posterior and noted tear in posterior capsule. Procedure was aborted, and patient transferred to hospital for evaluation by a retinal specialist. Specialist removed fragment and proceded with ans implant. Patient discharged the following day. Prognosis is good. Equipment manufacturer notified and sales reps sent to perform functional verification. Biomedical o.r. Equipment coordinator notified 1/21/93 and is in process of evaluating equipment at this time. Report filed by samedevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-apr-92. Service provided by: independent service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: telemetry failure, none or unknown, none or unknown, unanticipated. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service, inserviced by manufacturer/distributor representative. Invalid data - on device destroyed/disposed of status.